Event description:
Patient presented to the clinic for consultation on (B)(6) 2022 and high rv threshold (3.5v/1.0ms) was seen. An appointment for lead revision was made (microdislodgement). In the meantime admission via the emergency department due to syncope - intermittent exit block: revision took place on (B)(6) 2022. The old lead was explanted and a new lead was implanted. Pacemaker was left in place. Values postoperatively 0.5v/0.5ms, remaining time of pm 12.1y. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis did not reveal any indication of a pacemaker malfunction. In particular, the battery condition and current consumption were found normal and as expected based on the programmed parameters. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all data available for analysis no pacemaker malfunction was noted.